Event description:
The customer reported there was an irregularity to the image. The image was not stable.

Manufacturer narrative:
The ge service rep replaced the ccd camera, then adjusted and aligned the system. The system functions normally.